Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Customer reports: leadscrew retracts when dialing a dose.per visual inspection: no physical damage to cap, cartridge holder or inpen was noted. The inpen paired to the commercial app with small pairing dose. Inpen received with leadscrew 1/4 of the travel. Leadscrew retracts when trying to dial a dose. The leadscrew does not advance in travel. Re-wound screw. Resistance was noted when rewinding screw. Unable to perform functional test. Pending further analysis that will be performed at san diego location. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that lead screw was retracted when dialing the in pen. Troubleshooting was performed, injection foot was touching the plunger inside the cartridge, the screw pulling back into the in pen while dialing and customer did not touch/twist dose button. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however, the customer will discontinue use of the device.

Manufacturer narrative:
Serial number: (B)(6) software version: 3.9.0 color: blue battery life remaining: <11 months . Customer reports: leadscrew retracts when dialing a dose. Per visual inspection: no physical damage to cap, cartridge holder or inpen was noted. The inpen paired to the commercial app with small pairing dose. Inpen received with leadscrew 1/4 of the travel. Leadscrew retracts when trying to dial a dose. The leadscrew does not advance in travel. Re-wound screw. Resistance was noted when rewinding screw. Unable to perform functional test. Pending further analysis that will be performed at san diego location. In conclusion: per san diego analysis, inpen retracted and extended when dialing. Cut open dose knob and horizontal abrasions were noted on the electronics housing indicating debris was causing the lead screw anomaly. Therefore, the customer complaint of leadscrew anomaly was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.